Event description:
Elderly male with history of hypertension and coronary artery disease presented with shortness of breath. While having a heart catheterization, the device was removed from packaging and the wire was bent. The wire was not used on the patient, no known harm to the patient.